Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump passed the self test. The insulin pump was monitored without the battery. The battery was reinserted for less than 10 minutes and no unexpected power loss was noted. However, the insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was returned with minor scratches on the display window, cracked battery tube threads and a scratched case.

Event description:
It was reported that the insulin pump alarmed power loss, as well as a power system error. The power system error alarm indicated that the back up battery failed, and the error did not prevent the insulin pump from running. The caller stated that the insulin pump had alarmed multiple times in the same day and that she had already attempted to resolve the issue with several battery replacements. The customer's blood glucose was 6.1 mmol/l. She noted that the battery had not been kept outside of the device for longer than 10 minutes. She observed multiple alarms since two days prior to the call. The customer was advised to discontinue use of the insulin pump, revert to another back-up insulin pump, and to replace the alarming insulin pump. She stated that the most recent battery had been inserted for more than one hour and advised that she would monitor the device to see if the alarm persisted. She advised that she would call back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.